Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through patient outcome that the patient passed away. The patient's cause of death was decompensated heart failure, though the patient's left ventricular assist device (lvad) was shut off prior to death due to them cutting the driveline.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. Section 6 "patient care and management" addresses how to care for the driveline. Section 6 (under "caring for the driveline") instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Counsel patients to inform you immediately if they find signs of driveline damage. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Heartmate ii lvas patient handbook: section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". This section instructs the user to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). This section also states that if the driveline is damaged, the pump may need to be replaced. It should be replaced as soon as possible to prevent serious injury or death. Section 6 "caring for the equipment" outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. The report that the patient accidentally severed the driveline could not be confirmed through this evaluation as (B)(6) was not returned for analysis. Heartmate ii left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The heart failure exacerbation the patient was experiencing was not present prior to the driveline being cut. The device operated as intended until the driveline was cut, it was then shut off. The driveline was reportedly cut by the patient accidentally.